Manufacturer narrative:
Cable-headwall interface.

Event description:
It was reported by service report that the nurse call is not working. No patient involvement or adverse consequences are reported.